Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: d8, g3, g6, h2, h3, h4, h6 and h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specification at the time of shipment. Based on the results of the investigation, there was no failure of the device or the device's labeling (instructions for use).

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, the ess returned to the customer¿s site on (B)(6) 2020. The ess reported that the previously observed deviations were corrected. The ess provided the customer with a reprocessing in-service that included reprocessing the scope in accordance to the manufacturer¿s recommendations. The instruction manual provides the statement below to mitigate patient risk and improper scope reprocessing. Before the first use/reprocessing and storage after use this instrument was not reprocessed before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.

Event description:
The service center was informed that during a repair reduction visit at the user facility with an endoscopy support specialist (ess) it was observed that during pre-cleaning the facility¿s reprocessing technician was not using the air/water valve correctly (not depressing it) and the endoscope was transported with the knobs down. In-addition, the endoscope was submerged in the water prior to leak testing. After channel brushing the technician did not use the channel opening brush to brush the channel openings. The aspiration and the channel adapter were not used following the brushing. There was no patient involvement or positive device cultures reported.